Manufacturer narrative:
A ge rep evaluated the system and continues to troubleshoot. Problem is intermittent.

Event description:
Customer reported the system would not fluoro during a case. No pt injury was reported.